Manufacturer narrative:
The ise sodium electrode and cl electrode lot numbers and expiration dates were not provided. The investigation is still ongoing.

Event description:
There was an allegation of questionable ise sodium electrode and cl electrode results from the cobas pro ise analytical unit. Sample 1's initial sodium result was 125 mmol/l, and the repeat result was 139 mmol/l. Sample 2's initial sodium result was 128 mmol/l, and the repeat result was 141 mmol/l. The exact sample measurements for chloride are unknown, the customer stated there was a discrepancy of around 10 mmol/l between the initial and retest measurements. The questionable results were not reported outside of the lab.

Manufacturer narrative:
A field service engineer (fse) determined that the root cause could not be identified. There were no abnormalities observed after aspiration, no residual liquid after vacuum suction, and there were no alarms for other events. He performed a calibration and confirmed that there were no abnormalities. Actions completed by the fse were preventive maintenance and to check measures. Without the initial/repeated values for chloride and the calibration or qc data we can not distinguish between sampling-related problems, electrode/reference flow issues, or another error. There were no additional questionable patient results reported after the fse visit.